Event description:
Customer reported inaccurate fill estimates after every load process since starting with the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.